Manufacturer narrative:
The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to tighten their spine clamps once they had been completely opened. There was less than an hour delay in the procedure. No impact on patient outcome. The site used an old style to complete case.

Manufacturer narrative:
The clamp was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned clamp was found to be fully functional per design. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that the clamps were not broken the site doesn't like the way they work compared to the first generation clamps.